Event description:
Customer reports the advantage system spoke a blood glucose result of 133 mg/dl, but display a blood glucose result of 74 mg/dl. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.